Event description:
A malfunction alarm, identified as malf 0, was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer support provided assistance to reset the pump, and the malfunction did not recur following the reset. The customer was advised to continue using the pump and to contact support if the issue reappears.